Manufacturer narrative:
Product event summary: two batteries were returned for evaluation. The pump was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. No abnormalities were observed regarding the batteries' cycle counts. Log file analysis could not be performed, as log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Power source lubrication procedures were performed on (B)(6) 2018 on (B)(6) and on (B)(6) 2018 on (B)(6). Applicable risk documentation and experience with events of similar circumstances were considered. The reported pump vibration event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. A possible root cause of the reported "beeping" event after lubrication can be attributed to momentary disconnections due to corrosion of the controller power port pins. A possible root cause of the reported abnormal cycle count displayed may be attributed to a communication error between the controller and battery. Additional products: d4: serial or lot#: (B)(6). D10: yes, return date: 09-may-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial or lot#: (B)(6). D10: yes, return date: 09-may-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 31-may-2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 31-may-2018, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿battery, model #: 1650 / catalog #: 1650 / expiration date: 31-may-2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 31-may-2018, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noticed a vibrating and beeping while driving. The patient then pulled over and realized it was the ventricular assist device (vad) vibrating and beeping. The patient then noted that the controller displayed the message "battery cycle 6667" and "battery cycle 5657" and then subsequently cleared on its own. The patient states they were not pressing any buttons when this occurred nor did they press any buttons to clear the message. The patient also stated the battery was working properly and problems have not occurred before. The vad remains in use and the batteries were replaced. No patient complications have been reported as a result of this event.